Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. No further corrective actions were made at the time of the observation. However during the following month, the patient complained of muscle stimulation, the lead exhibited functional undersensing and failed to deliver pacing when required. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be retracted. The lead was extracted and replaced with an alternate and the patient received intravenous antibiotics to resolve the issue. Additional information stated the patient received multiple inappropriate shocks a few hours prior to the discovery of the dislodgment. During an initial interrogation of the system, the lead exhibited high pacing thresholds and electrical measurements that fluctuated based on patients body positioning. At the time, the system was reprogrammed to treat the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the device codes.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. No further corrective actions were made at the time of the observation. However during the following month, the patient complained of muscle stimulation, the lead exhibited functional undersensing and failed to deliver pacing when required. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be retracted. The lead was extracted and replaced with an alternate and the patient received intravenous antibiotics to resolve the issue. Additional information stated the patient received multiple inappropriate shocks a few hours prior to the discovery of the dislodgment. During an initial interrogation of the system, the lead exhibited high pacing thresholds and electrical measurements that fluctuated based on patients body positioning. At the time, the system was reprogrammed to treat the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. No further corrective actions were made at the time of the observation. However during the following month, the patient complained of muscle stimulation, the lead exhibited functional undersensing and failed to deliver pacing when required. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be retracted. The lead was extracted and replaced with an alternate and the patient received intravenous antibiotics to resolve the issue.